Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that the transducers are not screwing on or not lining up correctly resulting in the transducers getting wet and having to be changed. They are unsure what the problem is, but this has been an ongoing problem. The staff is having to change the transducers sometimes before treatment is even started. Additional information was requested, however to date has not been provided.